Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultra meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the event date, at 2:00 pm. He also reported experiencing blurry vision after the reported issue began. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that the patient's testing technique was correct. It was determined that the error 2 message occurred when a test strip was inserted into the meter. It was also discovered that the test strips were expired (use error). This complaint is reported because the patient experienced symptom of blurry vision after the reported issue began. The alleged issue was resolved without troubleshooting. Replacement products were sent to the lay user/patient.